Event description:
Bilateral silicone implant in both buttocks on 10/26/95. Since that time the surgical wound has become infected. There is dehiscence of the wound, obvious inflammation, and implants are visible.